Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was noted that there was moisture behind the display and it could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: during investigation, there was corrosion noted on the support bracket. A leak test was performed and failed indicating a display lens leak. Unrelated to the original complaint, it was noted that when the pump powered on the display screen appeared dim. The audio bolus button was unresponsive. The bolus button was taken off and there was no damage found.